Event description:
Revision surgery - the pt has had 2 previous revisions, no super-spirants along with infection. The surgeon decided to remove the glenosphere humeral shell, insert and four locking screws. There was nothing replaced/revised the third time.